Event description:
The customer reported via phone call that over the last couple of weeks their batteries have drained very quickly. Customer stated that the pump screen is also frozen. Customer took the battery out several times and then received a button error. Customer stated that none of the keys work on the pump, and they have a battery out limit alarm on the screen. Customer's blood glucose was 7.0 mmol/l at the time of the incident. Customer could not troubleshoot due to the button error. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.